Event description:
Rheumatoid arthritis, thyroid cancer, pyoderma gangrenosum, debilitating joint and tissue pain, fatigue, brain fog, anxiety, weakness, yeast infections, hpv exacerbations, endocarcinoma in situ. FDA safety report ID# (B)(4).